Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices exhibited poor sleeve function leading to blood leakage and including excessive resistance when inserting the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation from the customer, which show a device with blood leakage in the holder and a sleeve that is not properly recovered over the np cannula. Additionally, 30 retained samples were subjected to functional tests to assess device functionality. Out of these, two samples failed testing, as sleeve leakage was observed due to poor sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. This complaint has not been confirmed for the indicated failure mode: tube push off. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices exhibited poor sleeve function leading to blood leakage and including excessive resistance when inserting the tube. There was no health impact or consequences reported.